Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter: "were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No. Drawer c, 9 bottles went positive".

Manufacturer narrative:
H.6 investigation summary customer reported "false positives" on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6). Field service engineer was dispatched and edb was replaced. This is confirmed failure of the bd product. Root cause of false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were received in the form of log files and revealed all voltages at almost twice normal from the edb. Checked the power supply output voltages to the edb, and all were within spec. Complaint history for ¿results¿ was reviewed for the month of (B)(6) 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter: "¿were any erroneous results reported to the doctors? No ¿if yes, were any patients treated based on erroneous results? No ¿if yes, did the erroneous treatment have any adverse impact to the patient(s)? No drawer c, 9 bottles went positive".